Event description:
Customer reported a past incident where blood glucose levels were high. Despite no alerts or alarms, blood glucose levels reached 583 mg/dl, and ketones of unknown size were present. Cause was not known. Customer changed the infusion set and cartridge twice, but the issue persisted. Ultimately, the healthcare professional recommended transitioning to multiple daily injections (mdi), which resolved the issue.